Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the inspection of the returned device data. The returned device data have been inspected. During the inspection the clinical observation could be confirmed. The current battery status corresponds to that of a discharged battery. Furthermore an inconsistency of battery voltage and current consumption was noted. The root cause was not determinable, based on the data available for analysis. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Although the battery voltage was about 80% on (B)(6) 2019. Eri message was received on (B)(6) 2019. And, when the telemetry check was performed on (B)(6) 2019, it was changed eos. The physician is planning to replace the generator.